Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s family member that the patient¿s right ventricular (rv) lead ¿broke¿ and the patient received subsequent inappropriate high voltage therapy and every time they touched something or went into the water the patient would receive further high voltage therapy. The patient was hospitalized and an attempt was made to replace the lead however the lead was ¿too stuck to the artery.¿ it was also noted that the device ¿broke¿ and per the patient¿s family member this was resolved by ¿disconnecting it.¿ the following month another surgery was attempted to explant the lead but again the lead was deemed ¿too stuck.¿ approximately two months later the rv lead and crt-d were explanted and replaced. It was noted that the ¿heart was damaged.¿ no further patient complications have been reported as a result of this event.